Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Pt presented to operating room status post acdf with zerop implant at levels c5-c6 and cslp plate at levels c6-c7 for revision. X-rays showed one of the screws going into body of c6 for zero p implant was broken and the left screw in the body of the cslp plate was also broken. All hardware was removed and replaced on (B)(6) 2011. This is the 3rd of 4 reports submitted on this event.